Event description:
The reporter stated the surgeon implanted an cc4204a 21.0d collamer single piece lens in the pt's right eye on (B)(6) 2013, after phacoemulsification. The pt complains of decreased visual function due to poor vision. They were aiming for monovision, one eye for distance and the other for near. Neuroadaptation was not successful. The surgeon decided to explant the lens and the lens was explanted (B)(6) 2013. The surgeon cut the lens to remove from eye, the incision was not enlarged. Another same model lens with a different diopter size (19.5d) was implanted. No suture was needed. Reporter stated his adverse event was not lens related, it was due to pt condition.

Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product found the optic and both plate haptics torn. Pieces of haptic and piece of optic are torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to a pt related condition and was not lens related. #(B)(4).